Manufacturer narrative:
Results: loose fitting. (B)(4).

Event description:
The customer reported that the sample wash station of the immage 800 immunochemistry system was intermittently overflowing. The customer indicated that 1 ml of fluid had overflowed while in normal operating mode and no vacuum errors were generated. The customer was wearing personal protective equipment consisting of a lab coat, gloves and eye protection and no exposure or injury was reported. The customer stated that no erroneous results were generated and there was no change to patient treatment in connection with the event. Beckman coulter field service engineer (fse) was dispatched and found a loose fitting on the vacuum line going to the cup. The fse secured the fitting and repair was verified per established procedures. Failure mode was determined to be a loose fitting.